Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was kinked and detached near the lap joint section; the imaging core was coiled, and the drive cable was wound up near the lap joint section. Media returned by the customer was inspected and also confirmed that the imaging window was detached and coiled. Based on the evidence, the as reported code of sheath detachment of device or device component code is confirmed.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter got separated inside the body. The detached fragment was removed, and the procedure was completed by using another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter got separated inside the body. The detached fragment was removed, and the procedure was completed by using another of the same device. There were no patient complications reported.